Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) found insufficient wash solution. The customer added wash solution and ran patient samples without any further issues. The g8 instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 09-oct-2016 through (B)(4) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, assay procedure, states to verify that there is sufficient volume of wash solution and replace if necessary. Controls should be diluted with hsi hemolysis & wash solution to obtain an optimal total area (ta) in the range of 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported issue was due to low wash solution volume.

Event description:
On (B)(6) 2017 a customer reported getting low total areas on when running quality controls and patient samples for hemoglobin a1c (hba1c) on the g8 instrument. On (B)(4) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.